Manufacturer narrative:
The investigation determined that lower than expected vitros thyroid stimulating hormone (tsh) results were obtained from a patient sample processed using vitros tsh reagent on two different vitros 5600 integrated systems. The results were deemed lower than expected when compared to tsh results obtained from a non-vitros (roche) method. The most likely assignable cause of the lower than expected vitros tsh results is the presence of biotin in the sample. Ortho confirmed that the patient was on a dose of 10 mg of biotin per day. In (B)(4) 2018, ortho issued a customer communication (cl2018-149) to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 ¿g/dl). Therefore, a sample interferent that affects the vitros tsh assay cannot be ruled out as contributing to the event. Based on historical quality control results a vitros tsh reagent lot 5750 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh reagent lot 5750.

Event description:
A customer reported lower than expected vitros thyroid stimulating hormone (tsh) results from a patient sample processed using vitros tsh reagent in combination with two different vitros 5600 integrated systems. The results were deemed lower than expected when compared to tsh results obtained from a non-vitros (roche) method. Patient sample results of 0.459, 0.464 and 0.591 miu/l vs the roche method result of 2.3 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh patient results were reported from the laboratory. However, a physician questioned the results and no treatment was initiated, altered or stopped as a result of the event. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).